Event description:
It was reported that pump issued cartridge alarm during cartridge loading process, and customer had previously experienced similar cartridge alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and was prepared to rely on alternate insulin method if needed, while technical support confirmed details, provided instructions for storage mode and pump return, and arranged shipment of replacement pump with guidance to reprogram pump settings and reconnect continuous glucose monitor.